Event description:
Literature: xiaowu h, xiufeng j, xiaoping z, et al, risks of intracranial hemorrhage in pts with parkinson's disease receiving deep brain stimulation and ablation. Parkinsonism relat disord. Feb;16(2):96-100. Summary: the study analyzed risk factors (pt age, sex, blood pressure, anatomical targets, number of microelectrode recording penetrations and surgical modality) for hemorrhage in a large series of deep brain stimulation (dbs) and ablation procedures in pts with advanced parkinson's disease (pd). Event: dbs electrodes were placed. In 87 pts who did not undergo microelectrode recording (mer), the target position was confirmed by intra-operative MRI scan with a stereotactic frame. The actual target was modified in 21 cases in subsequent procedures; 19 of which were adjusted by 2.0 - 3.5 mm in depth.

Manufacturer narrative:
(B) (4).